Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that burning a new cd resolved the issue.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case, the manufacturer representative (rep) was unable to download a patient exam via compact disc (cd). The cd loaded without issue, and he was able to see the various patient exams. However, after clicking the download button, the cd began spinning. The cd spun for 5+ minutes without the exam ever downloading. During troubleshooting, the rep ejected the cd. The cd would not eject, and continued spinning. The rep rebooted the system and transferred the images from the cd to universal serial bus (usb). While transferring to the usb, the progress bar got stuck at around 40%. After several minutes, the download stayed at 40%. The rep ended call to burn a new disc. There was no patient involvement.